Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the ltv 2150 ventilator had crc (reset alarm = memory crc check failed). This event happened during patient use. Alternative ventilation was provided and there was no patient harm reported with this event.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The unit was powered into user mode resuming the previous set setting. The unit was allowed to ventilate for 24 hours and the unit continued to ventilate normally without any alarms. The reported problem was not duplicated and the vent operated without any faults. As a resolution, the main board was replaced as a precaution. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.